Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4194 implantable pacing lead (B)(6) 2004; 6949 implantable tachy lead (B)(6) 2004; 4024 implantable pacing lead (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead impedance was trending low and slowly decreasing. High thresholds had also been observed. No sensing issues or noise have been observed. The lead is scheduled to be replaced. It was also reported that the right atrial (ra) lead impedance was low. The decision to continue with or replace the ra lead will be determined when the rv lead is revised. Both leads remain in use until the rv lead revision. No patient complications have been reported as a result of this event.